Event description:
It was reported to gore that surgery using the circular bioabsorbable seamguard was successful with no complications. However, 2 weeks post op, leakage occurred and the patient was referred to another surgeon. The second physician performed an ileostomy to resolve the leak. No explant is available for examination.

Manufacturer narrative:
Device history record review. Device met all pre-release specifications. Note: two lot numbers were reported associated with the event. According to the hospital, one device was implanted and the other was dropped on the floor and discarded. The hospital was unclear which was which. Device history record reviews were performed on both lots.